Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a luer lock syringe. The customer states that while compounding a sterile IV solution, a crack was found in the syringe.